Event description:
It was reported that the device was under infusing. The pump was alarming no disposable pump won't run. The patient was not affected. There was no air in the line. The rate was 2.2, volume was 53.9 and the given amount was 46 milliliters. A call was received. The pump was alarming no disposable pump won't run. The patient was instructed to stop and restart the pump. The pump continued to alarm. The patient was instructed to reattach the cassette, unclamp the tubing and to restart the pump. The pump continued to alarm. The patient turned the pump off and called the clinic. Returned good authorization was done. No patient injury was reported.

Manufacturer narrative:
A device history record review was not conducted, based upon review of the information provided by the customer, as it does not indicate a problem with the initial manufacture or prior repair of the device. No product or photographic evidence were provided to aid in this investigation. The complaint report offered insufficient details to determine whether this product functioned as intended or was used in a manner consistent with its instructions for use (IFU) or failed to meet product specifications. Lacking any additional evidence, this complaint has been closed as unconfirmed. If the product is returned, the manufacturer will reopen this complaint for further investigation.